Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 422 mg/dl. Reportedly, the cause for the reported issue was due to an incomplete bolus alert occurring. Tandem technical support educated the customer on the cause for incomplete bolus alerts. Reportedly, the customer was hospitalized for due to heart related issues. The customer declined to provide additional information regarding the issue, so the pump could not be confirmed to have contributed to issue.